Event description:
On (B)(6) 2025, misonix® llc., at bioventus® co., received a report of an event involving a bonescalpel® 20 mm blunt blade with short extension (part number mxb-20. Lot number 243329) that occurred during a tlif procedure on (B)(6) 2025. After a follow-up response was received on (B)(6) 2026, it was determined that during normal use and operating conditions the console showed a "mechanical limit" error message, leading to a delay in treatment of 20 minutes while the patient was under anesthesia. The user attempted troubleshooting by replacing the handpieces being used and the console before it was determined the blades in use were causing the error message. Following this the user replaced the blade with a different set, and surgery resumed and completed with no adverse consequences to the patient.